Event description:
See initial report.

Manufacturer narrative:
The involved s5 control panel mrp was returned to livanova deutschland for further investigation. The reported issue could not be confirmed. The device was working within specifications.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He replaced the affected control panel. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during by-pass the s5 control panel mrp 150/85 became grey and the mast roller pump stopped. The flow was interrupted for 7 minutes. The user turned off and on the control panel and several warning triangles appeared on the screen. Thus, the control panel was switched with another one and the procedure could be completed. There was no report of patient injury.